Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is giving an error message. The complaint was classified based on the customer care advocate (cca) documentation. The error message began on (B)(6) 2013. The patient reportedly has been managing her diabetes with food and drink. There was no report of any symptoms to suggest a serious injury as a result of the product issue. The patient could not specify what error message she was getting. The issue could not be identify and resolve accordingly. This complaint is being reported due to the unresolved error message. The lfs products were replaced and requested back for investigation.